Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 54 mg/dl. Customer also reported that the insulin pump had hal software error detected alarm and the main arm cannot communicate with the motor arm alarm. Customer was able to clear the alarm and was able to complete rewind. Self-test was performed and it was passed. The device will not be returned for analysis.